Event description:
Treatment table top was rotated 180 degrees. When the table was raised to position the pt, the table continued to rise. The therapist was unable to stop the rising table by depressing another button. The therapist terminated all motion by engaging the emergency off button. The pt was not harmed. The pt was removed from the table and taken out of the room. The table was returned to the original position. Initially it functioned normally, after a few trial runs, the table malfunctioned, and continued to rise on it's own. All treatments were cancelled, service was called and a broken wire was found.